Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when doing hemostasis on an open abdominal surgery, the surgeon was able to squeeze the handle and jaws were able to close, but there were issues with the loading or firing of the clips. A substitute device was used to complete the case. There was no patient injury.